Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, it was reported that the patient complaint that infusion set has been use for 2 days after troubleshooting and patient also gets affects when adhesive is apply in skin, they may got symptoms like weather condition high temperature and humidity. No further information available.